Event description:
The clinician reports, that the implant was inserted (B)(6) 2010 in ada 30 of the patient's mouth. On 2019-05-23, loss of osseointegration of the implant was verified. Patient presented with inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.